Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending return and analysis of the suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the doctor inserted the coil through the microcatheter, and during its introduction into the aneurysm, the coil ruptured outside the detachment zone (pusher). The coil was not connected to the pusher during the rupture. The physician felt a loss of support in the delivery wire, and upon inspection, found it to be detached. The distal part of the coil was removed, and an attempt was made to introduce the coil with the 0.014 microguide without success. The coil remained exteriorized to the aneurysm along the middle cerebral artery branch." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Event description:
It was reported that: "the doctor inserted the coil through the microcatheter, and during its introduction into the aneurysm, the coil ruptured outside the detachment zone (pusher). The coil was not connected to the pusher during the rupture. The physician felt a loss of support in the delivery wire, and upon inspection, found it to be detached. The distal part of the coil was removed, and an attempt was made to introduce the coil with the 0.014 microguide without success. The coil remained exteriorized to the aneurysm along the middle cerebral artery branch, as shown in the attached images, as shown in the attached images." No attached images as they are maintained within balt USA's complaint record. Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The returned device was inspected in our quality laboratory. During our analysis: - we observed the introducer sheath and implant coil was not included with the device return; - we observed upon return of the coil system, the implant coil was detached from the delivery pusher; - we observed no sign of detachment cycle being ran; - we observed no visual damage to the detachment zone with the pet jacket, lead wires and solder joints intact; - we observed multiple minor kinks along the hypotube; - we conducted destructive testing of the delivery pusher to reveal the detachment profile of the sr thread; - we observed distal end of the sr to be visually opaque in color - indicating the thread endured an overload in tensile stress. Root cause of the reported issue can likely be attributed to an overload of tensile stress exerted on the implant coil. Upon return of the device, we observed no sign of detachment cycle being ran. In addition, we observed the profile of the sr thread's distal end to indicate that the thread endured an overload in tensile stress. Without the return of the implant coil its exact condition is unknown, however it is possible that the implant coil had become damaged during attempts to introduce the coil system, then resulting attempts to retract the delivery pusher ultimately led to the premature detachment. If the implant coil were to become damaged, this could have caused excessive friction to be endured by the implant coil, causing resistance within the microcatheter. Moreover, it is unknown if the microcatheter associated with the incident was damaged, which could have caused friction during advancement attempts and potentially lead to the reported premature separation. This could not be further investigated without the return of the associated microcatheter. It is indicated in the lhr that the unit underwent 100% inspection which verifies that the implant was free of damage at the point of final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaint against lot number f220300759 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.